Event description:
Ous MDR - after an implant duration of approx 34 months, it was reported that the pt expired. The device was explanted, but has not yet been returned for analysis. There was no cause of death provided.

Manufacturer narrative:
Ous MDR.